Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 80% stenotic lesion was located in the calcified and moderately tortuous "left front arm" shunt. The 4.0mm sterling otw (over the wire) balloon was advanced to the lesion and inflated to 14 atm's for 60 seconds. The balloon ruptured during the second inflation at 14 atm's for 60 seconds. No pt symptoms were reported when the balloon rupture occurred. The balloon was removed, intact, from the pt. The procedure was completed with another sterling otw device. No pt injury or complications were reported. The pt's condition was reported as "good".